Manufacturer narrative:
On april 1, 2010, the doctor reported that an abutment fractured. The product has not yet been returned to sybron implant solutions (B) (4) for evaluation. When the product has been received and evaluated, a follow-up report will be submitted.

Event description:
On april 1, 2010, a doctor reported to sybron implant solutions (B) (4) that a pitt easy implant abutment screw fractured.